Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the results of the legal manufacturer's investigation. Please see also section b5 for updates (event found at) obtained from customer . A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for the evaluation and the reported error e104 was not able to be duplicated, however, the image issue was confirmed. The device evaluation found the r-unit is broken, light guide bundle is broken, video connector cover is crack. A definitive root cause could not be identified as per instruction for use (IFU), it states: chapter 7.1 inspection warning risk of injury to the patient due to damaged video telescope inspect the video telescope for visible damage: make sure that the product has: no dents, cracks, bending, or deformations, no cuts and other defects on the outer sleeve of the cable, no scratches, no corrosion, dirt or debris, no lens damages or cover glass damages, no missing or loose parts, check all markings on the product for clear visibility. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during pre-use inspection before an unspecified therapeutic procedure. The procedure was completed using a similar device. The device was inspected prior to use.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited a green image and error e104. There was no report of patient harm.